Event description:
It was reported that the patient experienced an increase in spasms prior to (B)(6). The spasms began following the replacement of an intrathecal pump on (B)(6) 2012. The patient's hcp recommended shutting off the ins. After turning stimulation off, the spasms slightly increased, however the patient took ativan medication and everything seemed to calm down. The patient reported that as on (B)(6), the spasms were better. The patient also reported a headache and fever of 100.6 after turning off stimulation. It was noted that there had been no changes to stimulation programming since (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3387s-40, lot# v670473, implanted: 2011 (B)(6), explanted: na; lead model 3387s-40, lot# v670473, implanted: 2011 (B)(6), explanted: na; extension model 37085-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; extension: model 37085-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; programmer: model 37642, serial# (B)(4); recharger: model 37651, serial# (B)(4).